Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed damage to the grommets.

Event description:
It was reported that during implant procedure that there was no pacing at maximum output in the atrial, rv or lv, and there was no capture and intermittent noise. The device was not implanted. No patient complications have been reported as a result of this event.